Event description:
It was reported to philips that the system was shutting down as the uninterruptible power supply was operating in battery mode. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system shutting down. Review of the log file shows phase of the line was disabled, which produced a problem in the pdu, specifically corrupting its firmware. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the failure was caused by a problem in the hospital's power line, the backup ups, did not protect the equipment, so the system was affected. To resolve the issue, fse reinstalled the pdu firmware and requested the customer to check the operation of the backup ups. After repair the device returned to good working order. The codes were updated based on the investigation outcome.